Event description:
Information received by medtronic indicated that the insulin pump was stopped working and there was a huge cracked on the battery side of the pump. No harm requiring medical intervention was reported. The device has been returned for analysis

Manufacturer narrative:
(B)(4).the pump was received with a cracked battery tube threads, and cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay, and stained keypad overlay at the select button. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. The pump was received with a blank display. Unable to test for unspecified pump error due to blank display. Using a test pcba 1 and the original pcba 2 the pump had a flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, lcd flex cable, force sensor, motor/motor home switch, keypad flex cable and battery tube. Cosmetic damage was confirmed at back of the pump. Blank display was confirmed during testing due to corroded electronic assembly. Unspecified pump error alarm was unknown. Flashing medtronic logo was confirmed during analysis due to corroded electronic assembly. Pump failed to download history files and traces due to corroded electronic assembly. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.